Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital discarded the device.

Event description:
The patient was undergoing an embolization procedure using ruby coils. During the procedure, the physician met resistance while advancing a ruby coil through another manufacturer's microcatheter. While attempting to retract the ruby coil against resistance, the ruby coil became unintentionally detached inside the microcatheter. The entire microcatheter was removed and the procedure continued with another manufacturer's microcatheter and another pushable coils. The patient was well. There was no report of an adverse effect on the patient.